Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a system self-check failure appeared on an automated impella controller (aic) during preparation for patient support. The aic was swapped. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The data analysis showed that the console logs had a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The reported failure mode was reproduced during testing at the field service (fs). Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring communication channel. The root cause of the "system self check failure" was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.